Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that the device performed a shutdown while in use. No injury reported.

Manufacturer narrative:
The log file analysis revealed that the unit was in use on july 2nd, 2014, powered by mains supply. A drop of the supply voltage had been detected to which the device responded as specified by switching to battery operation. Shortly afterwards the alarm "int. Battery empty !!!" Was posted and, with an empty battery the device switches to standby mode. The same sequence of triggering conditions happened on (B)(4) 2015 with no activities at all at the device between these dates. The returned pcb dc power supply was operated in a carina bread boarding for more than 260 hours without any problems. The returned ac/dc power supply and the battery were operated for more than 300 hours without observation of nonconformities. No technical issue was found during the investigation - however, the reported condition could be confirmed and all the assemblies that might be put in causal connection were already replaced on-site. It turned out that the device was stored for approx. 8 months without recharging the internal battery which is the most likely explanation for the user's report. No patient consequences have occurred.

Event description:
Please see initial report.